Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3058,serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that she no longer needed the stimulator. She reported that her lead wires broke and her stimulator was no longer working.

Event description:
Additional information was received from the patient and it was reported that it was unknown what caused the lead wires to break and what lead to the stimulator not working. It was noted that the wires were removed. The patient reported that they had improved and no longer needed the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.